Event description:
It was reported to philips that the device has an ECG malfunction. There was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) evaluated the device and confirmed the ECG malfunction. The device needs a therapy pca and a processor pca. Upon conclusion of the evaluation, it was determined that the therapy pca and the processor pca requires replacement. They were replaced.. The device passed testing and was put back into service.